Manufacturer narrative:
Philips investigated the reported complaint. Based on the additional information collected, the procedure was completed with 20 mins of delay after transferring the patient to another room. The philips field service engineer (fse) visited the site, reviewed the system logs, and identified a "geometry cannot power on" error. During troubleshooting, the fse performed a geometry movement test, which indicated that geometry movement was unavailable. To address the issue, the fse replaced the pd. Scomp.dcps component and returned the defective part to philips for further analysis. The supplier's analysis could not conclusively determine the root cause of the pd. Scomp.dcps failure. However, it was noted that the component did not power on when connected to a power source. Following the replacement of the pd. Scomp.dcps by the field service engineer, the reported issue was resolved, and the system functionality was restored. The system was subsequently verified to be operating in good working condition and was returned to clinical use. The codes were updated based on the investigation outcome the FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system had a geometry failure. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.